Manufacturer narrative:
Investigation of returned device revealed that core wire was broken off at 2cm, coil wire at 3.5cm, from tip end respectively, due to excessive pulling force. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. All the shipped products are inspected during the production process for meeting the products specifications and releasing criteria. Based on the information reviewed, there is no indication of a product deficiency. Based on the obtained information, it is presumed that the tip of the guidewire might be trapped in the vessel by the targeted vessel and/or the deployed stent, where removal manipulation with force was made to the guidewire, resulting the breakage of the guidewire. Warning section of the IFU describes: if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged.

Event description:
Reportedly, to treat the lesion on lad, when removing the subject guidewire after inserting a stent, the guidewire was drawing and some part was broken in the vascular, fragment could not be removed out. Stenting treatment was made.

Manufacturer narrative:
(B)(4)